Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels in the 500 mg/dl range. Customer reported being unable to enter in carbohydrates into the pump. Tandem technical support educated the customer on how to turn the carbohydrate feature on. Customer successfully turned the carbohydrate feature on, and declined to provided additional information regarding the reported issue.